Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
During independent surgery, surgeon called clinical representative (cr) to report that collision occurred with robotic base during guidance following registration. Cr confirmed with surgeon that no impact with patient, just with robotic base. Hospital sent images of collision. Delay less than 15 minutes. Surgeon initially attempted to re-connect using restart function in software. When that did not work, cr talked surgeon through full shutdown process. Surgeon performed complete shutdown and re-positioned rosa to be further away from patient. Surgeon re-registered and case proceeded normally. Litt procedure.

Manufacturer narrative:
A full analysis of the data logs has been performed and concluded that the collision between the arm of the robot and the base of the device caused an excessive torque in the three first joints of the robot. This triggered an error with the controller and the shutdown of the device, which is a normal behavior of the device in such a case. The release of the vigilance device could have avoided the collision. The user had to restart the device twice before resuming the laser interstitial thermal therapy.

Event description:
During independent surgery, surgeon called clinical representative (cr) to report that collision occurred with robotic base during guidance following registration. Cr confirmed with surgeon that no impact with patient, just with robotic base. Hospital sent images of collision. Delay less than 15 minutes. Surgeon initially attempted to re-connect using restart function in software. When that did not work, cr talked surgeon through full shutdown process. Surgeon performed complete shutdown and re-positioned rosa to be further away from patient. Surgeon re-registered and case proceeded normally. Litt procedure.